Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed the right atrial lead exhibited high capture thresholds, lead dislodgement was suspected. The patient was asymptomatic to the event. On (B)(6) 2022 during the lead revision procedure, fluoroscopy confirmed the lead had dislodged from its original position. The lead was explanted and replaced, the patient was in stable condition during and post procedure.